Manufacturer narrative:
The investigation for the limb ischemia and hemolysis has been completed. Product was not returned for review. Data logs were reviewed which showed pump ran without issue during support. There were suction alarms triggered after pump started and at the end of the case but resolved quickly. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. F6/f8 should have been left blank in the initial report. H6 component code 4755 changed to 925.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured hemolysis with a "possible" relationship to the impella device used: ¿elevated ldh in setting of impella along with plasma hgb. Peak ldh was 1003 and plasma hgb was 79.0. Patient also had new hemogloburia. Team wasn't sure if hemolysis was due to impella or absorption of hematoma. Tee on (B)(6) 2023 r/o thrombus. On (B)(6) 2023, ldh and plasma hgb were high but hgb, u/a and total bil were stable. Labs were monitored throughout this admission¿. The patient recovered with no sequelae.we received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured cervical internal carotid arteries (ica) occlusion with a "possible" relationship to the impella device used: ¿patient c/o of blurred vision in r eye noticed several days in hospital with some dizziness. Neuro consulted. Cta head and neck on (B)(6) 2023 showed l ica above level of bifurcation with reconstitution at supraclinoid level from contralateral aca. Patient on IV bilval drip. Vascular surgery confirmed ica is chronic. Optho consult confirmed no evidence of retinal artery occlusion. Patient will follow up with team outpatient post discharge. (B)(6) 2023 CT scan confirmed no acute infarct/mass effect or developing infarct¿. It was reported that the patient/event has not recovered/not resolved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿